Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00125-00. The date of that submission was 11-feb-2025. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. CAPA-0007682 was opened on 08/mar/2023 for bivona tracheostomy tube to address a full root cause investigation for damaged flange/neck strap issues, CAPA has been completed on 26/feb/2025. The probable cause is due to an error during manufacturing. A device history record (DHR) review could not be performed as no lot number was provided.

Event description:
It was reported that the hole for the flange neck tape was broken. The date of event was in (B)(6) 2024. This occurred before patient use, there was no patient harm/adverse event reported.